Event description:
It was reported that the customer had a keypad anomaly on the insulin pump. The customer's blood glucose level was 132 mg/dl. The customer insulin pump alarm went off stating low reservoir and when patient attempts to press esc and act button to clear nothing occured. The patient stated that the insulin pump fell on the floor. The customer was advised that the insulin pump will need to be replaced. The customer was advised to discontinue use of the insulin pump and revert to a back up plan per healthcare provider instruction.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was received with no button response due to lcd keypad connector locked. The insulin pump was received with minor scratched on display window and cracked reservoir tube lip.